Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the pt's right femoral artery. After the iab was inserted the helium drive line connection was connection to the iab pump. The pump alarmed "possible loss of helium class 1 alarm" and at this time the pump was exchanged; the same error occurred. Due to the pumps' alarming the cardiologist suspected a leak in the balloon. As a result, the iab and the sheath were removed as one unit. The md inserted a datascope iab. There was no reported patient death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed for the timeframe required to insert the second iab successfully. There were no reported pt complications and the pt received counterpulsation as planned. The pt outcome is listed as good. Pump strips were not generated. Additional info received on (B)(6) 2012 from the territory manager stated, "they did not perform a leak test as the balloon had blood in it when they removed it and they thought it obvious that the balloon had a leak in it.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.